Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the wake button was intermittently delayed in responding to presses and multiple presses were necessary for display to activate. Customer¿s blood glucose level was not impacted. Although requested by tandem technical support, the customer declined to perform troubleshooting and declined to provide additional information regarding the issue.